Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vicm5_12.1; -6.50 diopter implantable collamer lens had tore during loading. This occurred on 15-feb-2023. Lens was not implanted. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported a user error and noted "lens got torn while loading into the cartridge".